Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the annular rupture could not be determined. Investigation results suggest in addition to the procedure itself, patient factors (porcelain aorta, severe annular calcification, calcification on the right cusp) may have contributed to the annular rupture and subsequent pericardiocentesis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 26mm sapien 3 ultra valve was implanted in the aortic position by the transfemoral approach. Post implant, a pericardial effusion occurred. A pericardial puncture was performed and 50ml of blood was drained. The patient stabilized and was transferred to CT for evaluation. The conclusion of CT was 'nothing significant was observed, no active bleeding, only a small effusion'. Per medical opinion, the annular rupture was likely due to a chunk of calcium on the right cusp when valve was deployed. No surgery needed. No actions were taken. The patient was placed under observation. At the time of the report, the patient was doing well after the procedure. The native annular measurements were not provided. Severe calcification of the annulus and a porcelain aorta were reported. It was also reported that the delivery system balloon was not overinflated.